Manufacturer narrative:
The following devices were also listed in this report: triathlon pkr femur #5 rm/ll; cat# 5610-f-502. Triathlon pkr baseplate #5 rm/ll; cat# 5620-b-502. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of right knee. Took out uni knee to total. Broke 2 mako pins, and unable to retrieve pieces from within patient.

Manufacturer narrative:
Corrected data: device not returned. An event regarding revision involving a triathlon insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records were provided for review with a clinical consultant. Device history review: could not be performed as the subject device lot is unknown. Complaint history review: could not be performed as the subject device lot is unknown. Conclusions: neither the event could be confirmed nor the root cause could be determined as the provided information was not sufficient. Further information such as device details, return of device, pathology reports, operative reports, xrays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of right knee. Took out uni knee to total. Broke 2 mako pins, and unable to retrieve pieces from within patient.